Event description:
The account reported via a repair from put on the bed, that the left head side rail bracket is needed. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left head side rail is unable to raise to the latch position due to a bent side bracket. The technician believes the side rail slide bracket was bent due to force such as the bed being ran into an object during transport. The technician replaced the left head side rail slide bracket to resolve the issue. Based on this information, no further action is required.